Event description:
It was reported that the procedure was to treat a mildly calcified moderately tortuous left anterior descending artery (lad) that is 90% stenosed. Pre-dilatation of the vessel was performed with a 2.5x12 non-compliant balloon at 12 and 14 atmospheres (atm). A 2.5x15mm xience prime was deployed at 10 atm and post dilatation was preformed with a 2.5x12mm non-compliant balloon at 14 atm; however, a distal edge dissection was observed after post dilatation. The dissection was covered with a 2.5x12mm xience prime. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - lot number updated. H10 - additional mfg narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.